Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: noisy image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: noisy image was caused by a failed pc board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the olympus gastrointestinal videoscope for an evaluation for a separate issue. During testing, the service repair technician identified that the image was noisy. There was no patient involvement.